Manufacturer narrative:
Batch review performed on 15 december 2022: lot 2002929: (B)(4) items manufactured and released on 01-july-2020. Expiration date: 2025-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implants: batch review performed on 15 december 2022 on gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 1908855. Lot 1908855: (B)(4) items manufactured and released on 18-dec-2019. Expiration date: 2024-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 15 december 2022 on gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot. 2001699. Lot 2001699: (B)(4) items manufactured and released on 07-apr-2020. Expiration date: 2025-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain and the cause of pain is unknown. At about 2 years and 1 month post primary the surgeon revised the tibial tray, femoral component and tibial insert. The surgery was completed successfully.